Event description:
"On (B)(6) 2013, at the (B)(6) hospital of (B)(6), it was reported that there was no flow in the main circuit due to a broken main stop valve on the hcu 30 base unit 200-240v serial number (B)(4). Reference complaint (B)(4)."

Manufacturer narrative:
"Maquet medical system, USA submits this report on behalf of the legal manufacturer of the device maquet cardiopulmonary (B)(4). The device was not returned to the manufacturer and hence no evaluation was performed. Reference complaint (B)(4)."